Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The download data from the device showed that the pod had been deactivated by the user at the end of first prime. Inspection of the device found no damages or manufacturing deficiencies that would prevent the device from completing activation and deploying as intended.

Event description:
It was reported while a patient had activated a pod the needle had not deployed. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.